Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and reservoir components replaced due to a saline leak from a crack in the reservoir connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the leak from a crack in the tubing was not confirmed as the tubing was not returned. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. The pump kink resistant tubing (krt) was identified to be cut down to the pump block; no leaks were present. The krt was not returned for analysis. The pump was functionally tested and performed within specification. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Product analysis was unable to identify device malfunction with the pump and reservoir. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of cause not established was chosen because the tubing was not returned for analysis; however, the most probable cause could not be confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and reservoir components replaced due to a saline leak from a crack in the reservoir connecting tube. Following the surgery, the patient was stable, improved and the event resolved.